Event description:
Device malfunction: foot break. Time of device malfunction: unk. Symptoms/ae: none. It was reported that the physician attempted an arteriotomy closure during an unspecified procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved using an angio-seal. During device evaluation, a posterior foot break was found. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found the reported experience of a cuff miss confirmed. Also, the posterior foot was found to be broken. No malfunction was detected and no root cause could be determined based on the investigation findings. The link, cuffs, anterior needle tip and plunger were not returned with the device. Review of the device history record for this lot did not produce any findings relevant to this report.